Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead returned measuring 8.0 cm. With full breached outer insulation degradation 6.5 cm from the connector pin, as well as procedural damage in the form of a cut at the distal end. The degradation was noted to be adjacent to the connector boot. No conductor fractures or internal shorts were found.

Event description:
This report is to advise of an event observed during analysis.